Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: battery is not getting charging. Loss of external power failure occurred during general check. No patient involvement.